Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv-adult) during dwell cycle one of six. The hp had difficulty breathing. The care giver (cg) called in stating that the hp did not drain in the initial drain. The technical service representative (tsr) had the cg press stop on the homechoice (hc) and get the hp to perform a manual drain. The manual drain volume was 2700 ml. The fill volume was 1500 ml. The tsr informed the cg that the volumes reported meet the criteria for iipv. The tsr advised the cg to end the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported issue was confirmed during event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ?setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. The device will be sent to service are for servicing. Should additional relevant information become available, a supplemental report will be submitted.